Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the prime rewind was performed. It was reported that during the manual prime process insulin squirted out. It was reported that during the seating of the force the sensor did not detect the reservoir. The insulin pump will not be returned for analysis.